Event description:
After an implantation period of approx. 67 months, oversensing was reported. At the moment, biotronik has no further details with regard to a planned revision procedure. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available trend curves confirmed a decrease of the biv pacing from approximately 100 % in (B)(6) 2016 down to approximately 80 % in (B)(6) 2016. Furthermore the values of the impedance test which was done during fu on (B)(6) 2016 showed a right ventricular pacing impedance of less than 200 ohms, consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Based on the available data, the raising pvc and oversensing on the rv channel could not be confirmed. Should additional information such as iegms or the device itself become available for analysis, the investigation will be updated.